Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a loss of capture and high ventricular lead impedances (>2500 ohms) post implant. A chest x-ray noted that the lead pin was not fully inserted into the header.